Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes and infection. The customer's blood glucose was 250 mg/dl at the time of incident. The customer's had low blood glucose of 48 mg/dl during hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that they believe that the insulin pump was over delivering. The insulin pump will not be returned for analysis.